Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. During the replacement procedure, the implantable defibrillation lead was also replaced due to an impedance measurement of greater than 2000 ohms.